Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of product sample. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The home patient (hp) stated that when she moved the line to check the setup, the line from the heater bag fell out; the heater bag was disconnected. The hp stated that the alarm was caused by her not tightening the connection securely causing the bag to fall. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A patient contacted global technical services (gts) regarding a system error 2240 that occurred on the homechoice (hc) during fill 5 of 5. The hp stated that when she moved the line to check the setup, the line from the heater bag fell out and disconnected the bag. Gts explained the alarm and reviewed proper procedures with the hp per the user manual. Baxter product surveillance followed up with the hp who stated that the alarm was caused by her not tightening the connection securely. The hp confirmed, she was able to continue therapy successfully with no further issues. No patient injury or medical intervention was reported.